Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5 would not open and the device was not detected on the bus. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified that the bus cable was disconnected also took time to discuss recovering cubie pockets that may be overly full and adjusting temperature on fridge connected to smart remote manager (srm). Further the fse tested in hardware test application (hta) the accessed space without any issue. The system functioned as intended after the fse repaired the device.